Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, so customer was unable to interact with pump screen. There was no reported adverse impact to the customer¿s blood glucose level. Customer performed pump reset earlier in the year and issue had been resolved at that time.